Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. General reagent or instrument problems could be ruled out as the calibration and qc were acceptable and the instrument was checked to be ok.

Event description:
The customer received a questionable glucose/hk results for an unknown number of patient samples. Data was only provided for one patient sample. The initial result was 188 mg/dl and the repeat result was 131 mg/dl. The repeat result was believed to be correct. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided. The customer stated the reagent was changed to another channel which appeared to have resolved the issue. The field service representative suspected a rinse or a sample issue. He replaced the sample probes, scratched and dirty reaction cells, lamps, and the squeegee tips. He checked the rinse assembly, sample dispense, and reagent dispense. The customer calibrated and ran controls with all results in specification.